Event description:
Customer's family member reported customer's freestyle meter does not turn on upon test strip insertion. Customer's family member reported customer experienced symptoms of dizziness and shakiness and resulted in being admitted at a local hosp. Customer's family member also reported customer was hospitalized for 5 days and placed under glycemic control with insulin. Customer was diagnosed with severe hyperglycemia. An investigation into the details is in process.

Manufacturer narrative:
This is an initial report. The customer's prod has been requested back for an investigation. A f/u report will be filed once the investigation results are available.